Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what degree of hemorrhoids did the patient have? Degree iii/IV. What confirmation was received that the device was fully fired? Washer closure where within the gap setting scale was the orange indicator prior to firing? Does not apply. Did the device staple? Yes. Was the staple line complete? Not. Were there any staples missing from the staple line? Yes. What was the appearance of the deployed staples (b-formation, irregular, straight legs)? B-shape. Could you please clarify if there were any patient consequences? Re-operation last month. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Yes, bleeding, more time in hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was done at the re-operation? What was the indication for re-operation? What was the time interval between the initial surgery and the re-operation? What confirmation was received that the washer was transected? Were the hemorrhoids on one side or circumferential? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a hemorrhoidectomy, stapler locked and did not make the correct cut of the area. The surgery was completed with conventional suture.